Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the device was explanted for an unknown reason. No patient adverse effects were reported.